Event description:
It was reported that a new ilet user experienced sustained hyperglycemia after a supply change and meal announcement, with glucose readings up to approximately 270 mg/dl and later observed fluid at the connector consistent with leakage and a visible bubble; the user then changed all supplies per troubleshooting guidance. Customer care provided support that included remote troubleshooting, visual assessment by the user for leakage versus air. Investigation of this case revealed a suspected connector leak and presence of air in the line, consistent with a device component issue at the infusion connector leading to under-delivery. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no alarms, and no healthcare utilization. It was concluded, based on previously established findings for similar reports, that the cause was likely use of a leaking connector with entrained air resulting in reduced insulin delivery.